Event description:
During an atrial fibrillation ablation procedure, a tamponade occurred. When performing the first transseptal puncture, the physician punctured the epicardium (buffering) and a fluoroscopy revealed a cardiac perforation at the posterior wall of the septal region. Soon after, the doctor used a technique published in an article by himself in which he uses a sheath and hemodynamic catheter to contain any bleeding from the tamponade. The procedure continued with only one transseptal puncture, mapping was performed with an hdgrid catheter, and the pulmonary veins were isolated with the tachtcath. The patient was extubated normally, was conscious and without any complications, and was expected to be discharged the next day. There were no performance issues with any abbott devices.

Manufacturer narrative:
Additional information: g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.